Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the catheter separated from the hub. A separate report has been submitted for the needle retraction failure. There was no report of patient impact. The following information was provided by the initial reporter: "I have some bd 22ga angiocatheters that are defective. The preop nurses said they are having issues with the needle not retracting. I¿m afraid someone will get stuck. There was one where the catheter wasn¿t on the needle." Customer clarified that the catheter was not missing but that it had separated from the hub.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: the photograph provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. The photograph provided was of the dispenser box only. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the catheter separated from the hub. A separate report has been submitted for the needle retraction failure. There was no report of patient impact. The following information was provided by the initial reporter: "I have some bd 22ga angiocatheters that are defective. The preop nurses said they are having issues with the needle not retracting. I¿m afraid someone will get stuck. There was one where the catheter wasn¿t on the needle." Customer clarified that the catheter was not missing but that it had separated from the hub.